Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported.

Manufacturer narrative:
Device evalauted by MFR.: the returned complaint device consisted of a sterling balloon catheter. The balloon is loosely folded with blood in the balloon and lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. Microscopic examination revealed that there is a pinhole in the balloon 9mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries reported.